Event description:
This rv lead was implanted on (B)(6) 2000. The rate/sense portion of this lead was capped on (B)(6) 2011 due to out-of-range impedance spikes. The physician was (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).